Event description:
The dealer states that the mattress is breaking down and sagging in the middle. The dealer has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.